Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump had stress fractures by the reservoir compartment. The insulin pump stopped working in the middle of the night. She changed the battery and the reservoir did not dispense. Her blood glucose level was 326 mg/dl. The customer received a no delivery alarm. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.